Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A search of the complaints databases identified other reports against liner and/or femoral head. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from pain. Update 10/9/15- pfs and medical records received. The pfs and medical records were reviewed for MDR reportability. The medical records reported increased metal ions, cobalt 63.4 (no reference) and chromium 13.3 (no reference) on (B)(6) 2015, metal stained fluid, pseudotumor and the cup to be somewhat vertical. Stem and cup will be added to complaint. Surgeon noted the cup to be hard to remove with bony ingrowth and chose to not revise it but instead used a different liner. Part/lot updated. The complaint was updated on: nov 2, 2015.